Event description:
On (B)(6) 2010, the pt reported that while performing the change cartridge procedure, he retracted the piston rod of the infusion device and it continued to spin and the device made a "grinning noise". He inserted a new battery and attempted to retract the piston rod and it continued to spin and he could hear the grinding noise and e10 (cartridge) error was displayed. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.